Manufacturer narrative:
Additional information (12-jan-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the available instrument data logs. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed maintenance that was part of standard troubleshooting, including changing the reagent lot. Hsc notes that quality control (qc) was out-of-range when processed using two different reagent packs/wells of calcium (ca) with the same calibrator lot#10797, indicating that the issue was not related to the specific reagent pack/well, rather related to the calibrator lot. Calcium qc processed using the same reagent packs/wells, but a different calibrator lot were consistently within the 2 standard deviation (2sd) peer range. Hsc observed variability with the calibration coefficients across calibration events which suggests inconsistent reconstitution/handling of the atellica chemistry calibrator (chem cal) material. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h3 and h6 have been updated to reflect the hsc investigation. Initial MDR 2432235-2024-00001 was filed on 05-jan-2024.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed calcium (ca) patient sample result obtained on an atellica ® ch 930 analyzer. Siemens is investigating the event.

Event description:
A discordant falsely depressed calcium (ca) patient sample result was obtained on an atellica ® ch 930 analyzer. The falsely depressed patient result was reported to the physician and was not questioned. The same sample was reprocessed on an alternate atellica ® ch 930 analyzer. The higher reprocessed result obtained was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed calcium (ca) patient result.